Event description:
It was reported by repair work order that the docker cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results. Customer performed repair.

Event description:
It was reported by repair work order that the communication cable was pushed in, which could impact nurse call capability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.